Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their scs system because both leads migrated. The patient reported to have experienced recent trauma. Migration was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated.